Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report that the universal surgical manipulator (usm) started blinking yellow. The customer tried hard power cycling, but it did not resolve the issue. They only needed three usms for this procedure, so they docked usm4 instead and continued. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not duplicate the issue but verified the errors in system log and replaced the proximal set-up joint (psuj). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. Error 32100 was revealed in system logs and points to c hardware current/voltage monitoring error. If xi psc, the error is reported on armnet 3 suj proximal (acu).